Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter sheath ripped with one rotation of trying to place a lead. The catheter was immediately removed and replaced with another catheter. No patient complications have been reported as a result of this event.